Manufacturer narrative:
The instructions for use (IFU) and patient manual contains neurologic dysfunction as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of neurologic dysfunction. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of neurologic dysfunction. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of stroke. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital with complaints of left-sided weakness and slurred speech. The patient's international normalized ratio (inr) was therapeutic on admission and he was reportedly compliant with his warfarin regimen. Head CT results were negative. The patient's symptoms resolved within 24 hours and the event was classified by neurology as a transient ischemic attack (tia). The patient was discharged home on (B)(6) 2015 and is doing well. Investigation is ongoing.